Event description:
The patient reported blood glucose results of "35 and 70 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodolody, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.